Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific crm received information that one day post implant of this implantable cardioverter defibrillator, noted a pericardial effusion was noted. There were no adverse patient symptoms reported, and no intervention was required. The device remains implanted and in service.